Manufacturer narrative:
H10 additional narrative: this report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H.3. Device evaluation by manufacturer: the field service engineer (fse) was dispatched on 7 june 2017. The fse inspected the cup transfer unit and presence sensor and noted no issues. The engineer performed cup transfer tests which showed misalignment when placing the cup onto d-lane. The fse checked and adjusted alignments for d-lane and inner and outer incubator positions, then performed sorter test and reported no issues. The engineer performed cup transfer tests multiple times with no issues. The aia-900 was working as intended. No further action required by fse. The probable cause of the event was the cup transfer alignment

Event description:
On (B)(6) 2017 a customer reported error 2160 c trans cup not detected with their aia-900 analyzer. The customer was unable to run samples and requested service to address the reported event. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay reporting ipth and prl patient results. There was no indication of any patient intervention or adverse event consequence due to the delay of reporting patient results.